Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on the performa nano system within 10 minutes: on (B)(6) 2017, 554 mg/dl, 137 mg/dl and 114 mg/dl. She later tested again and obtained the following results on the same performa system within 10 minutes: 337 mg/dl and 132 mg/dl. No adverse event reported. The test strips have been discarded; therefore, no product could be requested to be returned for product evaluation.